Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial result using a 1:10 dilution was 3.83 miu/ml. It is not clear if this result was reported outside of the laboratory. This information has been requested but has not been provided. The sample was repeated in a hitachi cup using 1:10 dilution and the result was 225.9 miu/ml. The sample was repeated from the primary sample tube using a 1:10 dilution and the result was 209.5 miu/ml. There was no allegation that an adverse event occurred. The hcg + b reagent lot number and expiration date were not provided.

Manufacturer narrative:
The sample did not qualify for dilution. Product labeling states the concentration of the sample for dilution must be greater than 100 miu/ml. The hcg + b reagent lot number was 240444. Since calibration and qc results were acceptable, a reagent issue is not suspected. The initial result was from a 13 mm sample tube with approximately 0.5 ml sample volume. The sample tube was also damaged (cracked). No instrument issues were identified. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
It was clarified that the initial result was reported outside of the laboratory where repeat testing was requested.